Event description:
As reported via legal documentation, a patient had a left total knee replacement procedure on (B)(6) 2012 and then was revised on (B)(6) 2023. The patient required revision surgery for issues including but not limited to polyethylene prosthesis wear, component loosening, device failure, revision surgery, joint pain, joint swelling, effusion, inflammation, knee popping/clunking, knee giving way, difficulty walking and antalgic gait. The mostly likely cause for the revision reported due to prothesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
D10: concomitant devices: 1034781 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left. 19018 203-90-01 - 11-2624 powerpro sawblade. 2136665 201-78-11 - holding pin small headed short 4 pack. 2148152 200-04-23 - cemented finned tib. Tra sz 2f/3t. 2207819 200-02-32 - three peg patella 32mm. Aa4260 13a2101 - cemex system fast genta 70g. H7: recall number z-0019-2022. H3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect clinical codes.

Manufacturer narrative:
H6: corrected the following: type of investigation: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.